Event description:
The lay user/patient contacted lifescan alleging the meter displays unknown error message. The reporter was unable to recall the error number displayed. The meter was not available for troubleshooting, issue was not resolved. There were no allegations of harm or injury.